Event description:
The technician alleged no scale display or bed function location. He found corrosion on the 22-position connector. He replaced the connector and calibrated scale to resolve the issue.